Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer display could not be calibrated. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display could not be calibrated. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's indicated that the programmer stylus did not align with the display cursor, however, this was resolved by standard calibration. If information is provided in the future, a supplemental report will be issued.